Event description:
Patient found at sink, unconscious, sitting in a large pool of blood. Quinton catheter was uncapped and unclamped. (B)(4).

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The female luers are manufactured to and meet the iso standard. Simulated clamping tests are performed to validate the clamps will function as intended on the catheter extension.